Event description:
It was reported that the pta balloon became detached from the catheter inside of the patient. The entire catheter and balloon were successfully removed. Another sheath and balloon were used to complete the procedure without incident. There was no report of patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.